Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported the right manipulator was giving a fault when using the finger clutch. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found 23031 for the right master tool manipulator (mtm) finger clutch. The customer had power cycled and error came back. The tse instructed the customer to hard power cycle the surgeons side console (ssc) and error came back immediately. The customer was going to use the other ssc for the upcoming case and let the resident view the case through the bad ssc. The procedure completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the right manipulator was giving a fault when using the finger clutch, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm )2 to resolve the issue. Intuitive surgical, inc. (Isi) did receive a da vinci mtm to perform failure analysis. The mtm was analyzed and found the reported failure (error 23031) was able to be reproduced during calibration (via matlab). The embedded serializer for master handle (esmh) printed circuit assembly (pca) will be replaced as a fix. The complaint regarding the right manipulator was giving a fault when using the finger clutch was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: the customer converted to another surgeon side console after the start of the procedure due to the right master tool manipulator (mtm) fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.